Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient called the company representative and stated that the pump was alarming, 2 tone beep every 10 minutes. The company representative called the clinic and the office had missed the patient¿s alarm date and failed to fill the patient¿s pump. The patient came into the office today, (B)(6) 2018 and had the pump filled. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.